Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported high blood glucose of 580 mg/dl due to a bent cannula and adhesive not sticking for the infusion set. Customer indicated that the infusion set was changed and their blood glucose came down. Customer was advised on proper adhesion for the site. No further details given.